Event description:
It was reported by the affiliate that during a lap hysterectomy procedure, shears stopped working after 10 minutes. The handactivation buttons don't react to pressure on the right. Dr. Is left handed and he had to use the foot pedal. Also the shears stopped working after 10 minutes and after retorquing it wouldn't start. The buttons don't react anymore. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.